Event description:
Additional information received. The cause of the event was considered likely to be vascular tortuosity, with a type IV cavernous sinus affecting stent deployment. The patient did not experience any adverse event or injury in association with this event. It was clarified that there was no failure to open in the middle segment, as only the tip end failed to open. Resistance was felt during delivery at the mid-segment of the catheter. The catheter used was a marksman 150. The catheter was hydrated as required per the IFU during the procedure. The pipeline had not been placed in a vessel bend when it failed to open.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis as found condition: the pipeline flex was returned stuck inside the marksman catheter, bio-hazard bag, and shipping box. Damage location details: the tip coil appeared to be stretched. The distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The distal and proximal ends of the braid were open and frayed. The middle section of the braid was found to be open with no damage. No bends were found on the pushwire. No defects were found with the distal marker, re-sheathing marker, resheathing pad, or proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body was found to be accordioned between 16.0cm to 24.8cm from the distal tip. No other anomalies were observed. Testing/analysis: the pipeline flex was pushed out from the catheter lumen with difficulty. The catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, resistance was observed at the damaged locations. Conclusion: based on the returned devices, the customer's report of "failure to open at the distal end" was not confirmed, as the distal end of the braid was open and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity and damaged braid. The customer reported that the braid was not positioned in the vessel bend, ruling it out as a potential cause. The customer also indicated that the vessel tortuosity was severe. Therefore, in this event, the severe vessel tortuosity and the damaged braid contributed to the failure to open issue. The braid can become damaged due to over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. The customer's report of "resistance during delivery" was confirmed, as the pipeline flex was returned stuck inside the markman catheter. From the damages seen on the catheter (accordioning), tip coil (stretching), braid (fraying), and hypotube (stretching), it appears there was a high force used. These damages may have occurred when the customer attempted to advance the pipeline flex through the catheter against resistance. Possible causes of the resistance during delivery include vessel tortuosity and lack of continuous flush with heparinized saline during delivery. The customer indicated that the vessel tortusotiy was severe. However, the customer did not reprot whether a continuous flush was used during delivery; therefore, it could not be ruled out as a possible cause. In this event, the severe vessel tortuosity may have contributed to the resistance during delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline flex stent failed to open distally and was kinked. The patient was undergoing surgery for treatment of a saccular, unruptured, medial aneurysm of the left ophthalmic segment. The max diameter was 4 mm and 3.9 mm neck diameter. The landing zone was 3.7 mm distally and 3.98 mm proximally. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered within the target range platelet reactivity units (pru) level. It was reported that the operator planned to treat the aneurysm using a combination of a flow diverter stent and coil. After vascular access was established, the marksman and echelon microcatheter were positioned. Based on the vessel diameter, a pipeline 425-30 stent was selected, hydrated, and delivery was initiated. The operator reported increased resistance as the stent entered the intracranial segment; the resistance was overcome and the stent was advanced to the target position. The microcatheter was then withdrawn to expose the stent. After initial deployment, the stent was anchored by pull back. The proximal portion of the stent opened smoothly. When deployment reached the aneurysm neck, coil embolization was initiated. After loose coil packing was completed, stent deployment was continued. At this stage, the mid to distal portion of the stent did not open adequately. Despite further deployment over a sufficient length and repeated manipulation, including push pull and ¿wagging¿ maneuvers, the stent failed to achieve full wall apposition. The stent was then resheathed to the anchoring point and redeployed; however, kinking of the mid segment was observed, and the stent could not be fully opened. After another attempt at resheathing and redeployment, the distal end also failed to open adequately. The stent was subsequently replaced with a shorter stent, and the microcatheter was exchanged for a phenom 27. The replacement stent was deployed smoothly in a single attempt, achieving satisfactory opening and wall apposition. There were no patient symptoms or complications associated with this event. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU). Ancillary devices include a 8f guiding guide catheter, a marksman microcatheter, a phenom 27 microcatheter, a echelon 10 microcatheter, a synchro 14 guidewire, and a 6f navian device.